Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned, and no evidence was provided for evaluation. The manufacturing site has investigated this event with the following review: no match can be found for the requested screws lot numbers during manufacturing process. The period between both batches (more than 3 months) is too long for a potential mix-up during manufacturing. Additionally, there were no potential deviations reported during manufacturing regarding both batches. The incoming good inspection information recognized scraped screws during packaging process; however, it is nearly impossible a scrapped screw in march 2025 could be mixed into a batch of screws of june 2025. Furthermore, the packaging stie has also investigated this event with the following review: due to the clear time gap between the two packaging lots, we can reasonably exclude the mix-up occurring at our site. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More information as well as the affected device must be available to confirm and determine the exact root cause of the issue. If the device is returned or in any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "after opening a box of 2.7 mm x 16 mm locking screws, ref 656316s lot 1000604646, during the procedure, the surgical nurse realized that there was another reference in this box: ref 656318s lot 1000592985 2.7 mm x 18 mm locking screws."

Event description:
The customer reported that: "after opening a box of 2.7 mm x 16 mm locking screws, ref 656316s, lot 1000604646, during the procedure, the surgical nurse realized that there was another reference in this box: ref 656318s, lot 1000592985 2.7 mm x 18 mm locking screws."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.